Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Defect was detected: bent needle. Most likely underlying root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated will get replacement products from pharmacy.

Event description:
Consumer reported complaint for needle bent/broken/warped. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. During the call blood test was not performed by the customer. The pen needle strip lot manufacturer¿s expiration date is 09/01/2023 and open vial date is (B)(6) 2019.